Manufacturer narrative:
The bed is in use at the account and not released for the field technician to inspect. Repairs have not been completed.

Event description:
The accounts biomed stated the bed will not go all the way into trendelenburg.